Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred the day after the wearable was inserted into the arm. According to the patient¿s parent, on (B)(6) 2025, the patient mentioned the cgm was reading 180-220 mg/dl, so the patient¿s parent took the patient to the clinic for help with adjusting the patient¿s insulin doses. At the clinic, the patient¿s cgm was reading 230 mg/dl, and the bg meter was reading 412 mg/dl. At this point, the patient was vomiting and was advised to go to the emergency room (ER). At the ER, the patient¿s cgm was reading around 200 mg/dl, and the bg meter was reading 409 mg/dl. The patient was treated with intravenous fluids and the patient¿s insulin doses were adjusted in her omnipod insulin pump. Despite these treatments, the patient¿s bg level did not decrease, therefore, she was admitted to the pediatric intensive care unit (picu) and the last bg meter that could be recalled was 250 mg/dl. The patient¿s wearable and omnipod insulin pump were also removed at this time. The patient was discharged after three days. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.